Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for the call was the patient said the device has never worked properly and is "giving me grief where the little box is." The patient believes the device needs to be removed. They think it may be sitting on a nerve which is what is "giving me grief" and it started at least two months ago. At first, the patient thought it was their sciatica. The patient was redirected to their healthcare provider to further address the issue and to discuss having the device removed. Additional information was received from the patient. They reported that they contacted their doctor about the issue and saw them on (B)(6) 2022. When clarifying how the device never worked properly, they stated since it was put in, it never worked as it was supposed to. When asked if it was due to normal battery depletion, they said " I don't think so". The cause of the device not working properly was because of pain. They would like to have the device removed due to it hurting. They don't know the cause of them thinking it is sitting on a nerve, but they indicated they think the cause is because its been in for 11 years. Additional information was received from the patient. They reported similar information as in the first letter. Additional information was received noting that the patient had the device removed on (B)(6) 2022 and indicated that the pain in their back side and down their leg was gone immediately.